Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: we have received one closed sample. Analysis and results: there are no previous complaints of this code-batch. Tightness test on the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep). On the other hand, a sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we have taken note of this incidence in order to assess if new or additional actions are needed. No CAPA required.

Event description:
It was reported that there was an issue with the suture. It was noted that the suture breaks easily and there was frequent splitting or forking. The suture was being used in a plastic surgery procedure and the surgeon used a different suture to complete the operation. There was no patient harm reported. Additional information is not available. This report refers to the breakage. Associated medwatches: 3003639970-2019-00218.